Manufacturer narrative:
(B)(4). Batch # p57940. Additional information received: the sales rep confirmed that the device fired completely, but the blade did not automatically return and remained at the distal end of the device after firing. The reverse button did not bring the knife back and the surgeon used manual override to release the device. There were no issues with the staple line or cut line.

Event description:
It was reported that during laparoscopic sleeve gastrectomy on the fourth firing using a green reload the blade advanced but would not return. The reverse button was tried and the blade would not return. The manual over ride was used to return the blade and open the jaws. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p57940. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.